Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown. The patient was hospitalized and ten days after the event onset, the patient was discharged from the hospital. The patient was treated with unspecified antibiotics for inflammation. At the time of this report, the patient was not recovered from the events. Pd therapy was discontinued. The patient was switched to hemodialysis. No additional information is available.

Manufacturer narrative:
Additional information: a4, b5, b6 and b7. B5: upon follow up, it was reported the patient experienced bacterial peritonitis manifested by severe infection. The patient was treated with intravenous cefoperazone sodium and sulbactam sodium, intraperitoneal addition of cefoperazone sodium and sulbactam sodium and cefazolin, fluconazole for prophylactic antifungal therapy and human immunoglobulin and thymalfasin. After medication for more than 72 hours, the antibiotics were changed to intravenous and intraperitoneal meropenem. It was reported that the peritoneal dialysis fluid "still did not clear up". The pd catheter was removed. Should additional relevant information become available, a supplemental report will be submitted.